Event description:
Procedure: gastrectomy. According to the report: during use, the anvil and shaft disengaged. The doctor attached the anvil and shaft and the anastomosis was done. However, the anastomosis was no successful. The donut tissue was malformed. The staff converted to open surgery. There was oozing under 200cc. Nothing fell into the pt cavity. The procedure was extended more than 30 minutes.